Event description:
A 2.5mm diameter x 30mm length (MFR # 2953200-2010-01854) and a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed with overlapping in the mid lad of a pt. It was reported that a dissection of the second diagonal and significant pinching of the large second diagonal branch occurred during procedure which was resolved by wire dottering. It was also reported that the pt experienced a nstemi event post procedure. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (dissection, mi).